Event description:
During a superdimension case, the physician experienced navigation issues. The procedure was able to be completed and no patient injury was reported. On (B)(6) 2014 new information was received that the patient suffered a pneumothorax and that the subsequent procedure on the opposite lung had to be canceled. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
A component of the superdimension system; case recordings, was returned and evaluated. CT to body divergence was noted but a root cause was not able to be determined; therefore, no conclusion could be drawn. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.